Event description:
It was reported that a pt underwent a laparoscopic myomectomy procedure on (B)(6) 2010 and suture was used. During the procedure, the needle broke. The surgeon was able to retrieve the needle piece through the trocar. There was no adverse pt consequence reported.

Manufacturer narrative:
(B)(4). Results: rep samples were returned for eval. They were visually and functionally examined for strength and ductility and they met the requirements. Conclusion: the devices were received in a condition that meets spec. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria. This is one of 3 medwatches being submitted as 3 devices were involved in this event. See also medwatch 2210968-2010-00760 and 2210968-2010-00762. The same pt is represented in each medwatch.